Event description:
New information on (B)(6) 2014, noted that the device exhibited premature elective indicator again during the follow-up. Excessive battery discharge was suspected. The device remained implanted.

Event description:
It was reported that the pulse generator exhibited a premature elective replacement indicator one month post-implant. The patient would be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found a metallic piece inside the battery boot shunting the battery cathode to case resulting in premature battery depletion.

Event description:
New information on (B)(6) 2014, noted that the device was explanted and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.